Manufacturer narrative:
Additional manufacturer narrative: despite attempts to get additional information and return of the device for evaluation, the health care provider has declined to respond. It is unknown if the device is available for return and evaluation. However, the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Typically, valves are explanted because they are not performing optimally. The indications for explant may be due to either patient related or procedural factors and when it occurs is considered serious injury. In some cases, a valve may be explanted in order to facilitate access for an unrelated procedure and the explant is not due to a device malfunction. In this case, our review indicates the surgeon downsized the valve. The returned valve records do not indicate an allegation of device malfunction and the reason for the explant remains unknown. Therefore, we are unable to determine the root cause for explant of this device. If additional information becomes available, a follow up report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective action is required at this time.

Event description:
Edwards received information through its implant patient registry that a 21mm aortic pericardial valve, implanted two (2) months and twenty five (25) days, was explanted and replaced with a 19mm aortic pericardial valve of the same model. The reason for explant and downsizing has not been disclosed and it is unknown if the device is available for return and evaluation. No additional information has been made available.